Event description:
It was reported that the pump, while still sealed in the box, had a pending alarm. It was later reported that the box was never opened. It was thought that the pump had two pending stall alarms and that one of the stalls had exceeded the tube set. The pump was not used. It was later reported that the pump had 2 stalls and recoveries. The pump logs showed that the pump motor stalled (B)(6) 2013, a stopped pump period may exceed tube set message was recorded on (B)(6) 2013, and the motor stall recovered on (B)(6) 2013. The second time the pump motor stalled on (B)(6) 2013, a stopped pump period may exceed tube set message was recorded on (B)(6) 2013, and the motor stall recovered on (B)(6) 2013. It was later reported that there was no patient injury; the pump was not implanted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: conclusion: and results no longer applicable.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.